Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received no delivery alarm. The customer's blood glucose level at the time of incident was 548mg/dl. The customer had not treated yet. The customer states they had already removed the reservoir. The customer was not able to troubleshoot at the time of call.